Event description:
It was reported by svc report that the side rail could not latch in the raised positon. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems. See scanned page.